Event description:
The hcp reports the patient underwent surgical revision of their intrathecal drug delivery pump due to the sutures breaking and causing inversion of the pump. The patient experienced increased pump pocket pain. The drug used in the pump are clonidine 1000 mcg/ml and compounded baclfoen 1000 mcg/ml. The patient recovered without sequela.